Manufacturer narrative:
Date of event: (B)(6). Date of this report: 07-may-2020.

Event description:
The field service engineer (fse) identified an alarm led failure error. There was no patient involvement. The fse confirmed the reported failure. The fse replaced the power switch overlay and the reported issue was resolved. The unit was tested and passed all functional tests. The unit returned to service.

Manufacturer narrative:
G4: 21sep2020. B4: 29sep2020 . The power switch overlay was returned to manufacturer to failure investigation (fi) for analysis. Reported failure was confirmed. Damaged/cracked trace on alarm led of switch overlay determined to be root cause of reported alarm led failure. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.